Event description:
During a follow-up the physician found that the svc coil was pulled to the suture sleeve area inside the ICD pocket. In 2008, the physician re-opens the pocket to relocate the lead. The physician found two break s on the suture sleeve's groove. The physician used the lead cap to fix the lead. The following month, the lead was still pulled to upside. The suture sleeve was removed from the lead. The lead remains implanted.

Manufacturer narrative:
Only the suture sleeve was returned and analyzed. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.